Manufacturer narrative:
(B)(4). A visual analysis of the returned stone cone nitinol urological retrieval coil revealed that the device returned stuck in the close position, hence, the device will not open. The distal portion of the device, just above the distal stop is missing and was not returned. The condition of the returned device confirms the event. Due to anatomical and/or procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause of this complaint is operational context. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval was used during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the device was positioned in the ureter, however, the device failed to open. The device was then removed from the ureter. The procedure was completed with another stone cone nitinol urological retrieval. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed an MDR-reportable event based on investigation results which revealed that the coil/cone detached or separated.